Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) and moderate central aortic insufficiency were reported. Approximately three years following the valve implant, heart failure was reported that was assessed as possibly related to the valve and the implant procedure. The patient was hospitalized for acute pulmonary edema. An echocardiogram revealed severe aortic insufficiency. The ejection fraction was reported as 37%. "Medium" mitral insufficiency and severe left ventricle dysfunction were also reported. During the hospital stay, blood cultures were taken and a positron emission tomography (pet) scan was performed to rule out endocarditis. An implantable cardiac resynchronization therapy (crt-d) defibrillator was implanted at this time. Two units of blood were also transfused. Approximately three months later, the patient was re-hospitalized for a valve in valve procedure due to the severe aortic insufficiency from periprosthetic jets. A second transcatheter valve (edwards sapien) was implanted, valve in valve. Three units of blood were transfused during this procedure. Approximately three years following the valve in valve procedure, the patient was hospitalized again for four days due to congestive heart failure (onset of declivus edema), asthenia and poorly controlled arterial hypertension. A transesophageal echocardiogram (tee) was performed during this stay, which revealed an ejection fraction of 50%. Moderate to severe pvl was present on the non-medtronic (edwards sapien) valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - results and conclusion codes h10 - conclusion: no images were provided and the valve remains implanted so no product analysis could be performed. Paravalvular leak (pvl) and regurgitation are known potential adverse effects per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). The patient¿s medical history is likely a contributing factor. Hypertension is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. Low ejection fraction can be caused by a variety of factors, including patient anatomy, or presence of pre-existing patient conditions. The patient¿s medical history and present pvl are likely contributing factors. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. There is no allegation against the implanted valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.